Event description:
During a follow-up, episodes of noise were noted on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise resulting in inappropriate automatic mode switch (ams) and oversensing. The patient is stable and will continue to be monitored.